Event description:
Customer complained that the leg support was broken.

Manufacturer narrative:
The technician replaced a missing roll pin and faulty gas spring in the patient right calf support. The repair resolved the issue and the equipment operated within specification. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.